Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer patient had PICC line placed on (B)(6) 2024. On july 1, 2024, a nurse noted fluid was leaking under the PICC dressing during flushing of the PICC line. On (B)(6), the PICC line was removed by the PICC rn. During examination of the removed line, the rn noted a fracture (split) in the line located at 39cm with only a small portion of the line intact, holding the distal portion of the line in place. The rn also noted a pinhole present in the line at some point between 0-3cm. No other information was provided.

Event description:
It was reported by the customer patient had PICC line placed on (B)(6) 2024. On (B)(6) 2024, a nurse noted fluid was leaking under the PICC dressing during flushing of the PICC line. On (B)(6), the PICC line was removed by the PICC rn. During examination of the removed line, the rn noted a fracture (split) in the line located at 39cm with only a small portion of the line intact, holding the distal portion of the line in place. The rn also noted a pinhole present in the line at some point between 0-3cm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The returned product sample was evaluated and a split was observed in the catheter body. Microscopic examination of the split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the split surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed edges of the split. Planar shape to the split surfaces. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.